Manufacturer narrative:
PMA/510k: (B)(6) 2019. Date of report: (B)(6) 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this customer returned user interface assembly was dropped with enough force to damage the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 03jul2019. Date rec'd by MFR: 27jun2019. The manufacturer's field service engineer confirmed the reported damage issue. The manufacturer¿s field service engineer (fse) replaced the damaged base assembly and the coy tray cover to address the reported problem. The unit successfully passed the required performance verification test; all testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28ay2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the unit toppled over and the cpu tray cover and base sustained damage. There was no patient involvement.